Event description:
It was reported that the nurse came round to change catheter due to patient blocking (material # z01). The patient had one catheter at home, nurse opened and stated that it was faulty. They did not explain why it was faulty (material # d226914). Per additional information received from ibc on 30jun2023, stated that they were not sure about the catheter that was in the patient being from the same lot. Blocking was caused by a sediment build up in the pipe of the catheter and was very common, it was not a fault of the catheter they needed changing. Per follow-up information received from ibc on 10jul2023, stated that no reason was given regarding the faulty catheter and patient does not know. Blocking was normal, was sediment build up which was a natural event.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to drainage eye occlusion blocked drainage lumen caused by plc failure and also might be contribute by no drainage eye or user related (salt accumulation). The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned